Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited t waves oversensing resulting in multiple false high ventricular rate (hvr) episodes. Programming changes on the ventricular sensitivity was done; both the pacemaker and the rv lead will continue to be monitored. The patient was in stable condition.